Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not approximate correctly and fell off. Surgeon deployed clip on cystic artery and it did not occlude properly and required replacement with a similar device. Another device was used to complete the procedure. There was no adverse consequence to the patient, they were kept overnight for precaution.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: had the artery been cut before the lack of occlusion was noted? No, the artery had not been cut before the lack of occlusion was noticed. If yes, did bleeding occur, please quantify the amount of blood loss? No blood loss and no transfusion required. Did the patient require a transfusion - if yes, how much blood was transfused? What was the condition of the patient following the procedure - stable, discharged, critical, please explain. Patient was stable, discharged next day. The event was reviewed with an ees cross-functional team consisting of customer quality, marketing, medical affairs, risk management, and product life-cycle representatives. The following questions were requested by the team: can you clarify if keeping the patient overnight is part of the surgeon's standard practice? No. Can you please describe the need for the precautionary overnight stay as it relates to the alleged device failure? Patient stayed overnight, as opposed to leaving same day. Would the patient have stayed overnight if the device would have performed as intended? Surgeon felt that disruption in procedure warranted precautionary measures in case of post op leak. Is there any information around the formation of the clip - was it formed properly? If no, can you describe the shape of the clip? Clip did not occlude 100%. Came off vessel easily when surgeon went to remove prior to replacing.

Manufacturer narrative:
(B)(4). The analysis results found that four devices were received in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality to evaluate any clip formation issues. Upon functional testing of the devices, the instruments loaded, retained and deployed 6 clips as intended. The clips were evaluated using a tool that is designed to determine proper formation. The instruments were fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The device records were reviewed and no anomalies were noted during the manufacturing process. Device b: (B)(4), mfg 12/19/2011. Device c: (B)(4), mfg 12/19/2011. Device d: (B)(4), mfg 04/21/2011.